Event description:
Doctor reported fracture of abutment screws at tooth sites 14 and 15.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D10. Concomitant medical products iuniht, certain titanium hexed screw lot 1251477.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) iuniht, (certain titanium hexed screw) for evaluation. Visual evaluation was performed, a fracture has been identified at the head. Device history record (DHR) review was completed for the subject lot number 1251477. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1251477 for similar events and no other complaint was identified. Review completed utilizing keywords: dental, functional, fracture, and screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation were material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the head. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.